Manufacturer narrative:
On (B)(6)2024, bwi received additional information regarding the event. There was char on the tip of catheter, and that same catheter was used inside the replacement sheath to complete the surgery successfully. The patient had not exhibited any neurological symptoms since the procedure was completed. On (B)(6)2024, the bwi product analysis lab received the sheath for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was an aspiration issue and char. During the surgery, blood aspiration from the side port with three-way stopcock was very difficult. It was found that there was solid carbonized material close to or on the catheter electrodes during the ablation procedure. The device was withdrawn from the body and flushed. Black rubbery matter fell from the device's hub. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-apr-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was an aspiration issue and char. During the surgery, blood aspiration from the side port with three-way stopcock was very difficult. It was found that there was solid carbonized material close to or on the catheter electrodes during the ablation procedure. The device was withdrawn from the body and flushed. Black rubbery matter fell from the device's hub. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation test, and fourier-transformed infrared spectroscopy (ftir) of the returned device were performed following bwi procedures. Visual analysis revealed black foreign material inside the stopcock-three way of the device. An irrigation test was performed, and no blockage was found, no irrigation issues were observed. The ftir analysis revealed that the material is biological-based, presence of blood was confirmed. A device history record evaluation was performed for the finished device number (B)(6)and no internal action was found during the review. The thrombus and side port blockage issues reported by the customer were confirmed. The potential cause of these issues may be related to the procedure as the material found inside the device was biological-based; however, this could not be conclusively determined. The instructions for use (IFU) instruct to: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).